Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown product type screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated when one of the leads was pulled, it was bend. Patient did not get symptom relief from the therapy. Patient said yes to try ae but has changed her mind because of bad reviews about the implant. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.